Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a male patient with severe aortic stenosis was scheduled to be treated with an evolut fx+ valve. During the procedure, the evolut fx+ valve was opened, inspected, and loaded into the dedicated delivery system. During a fluoroscopy check, an frame overlap of the valve was noted, reaching the 4th node. Prior to attempting implantation, a balloon valvuloplasty was performed using a 20mm cristal balloon. The valve showed infolding during the attempted implantation and was subsequently recaptured and removed from the patient's body. A new valve was opened and loaded with a new kit as per instructions for use. No patient complications have been reported as a result of this event. Additional information was received that the infold was first noticed during initial deployment. The valve was recaptured one time due to the infold. A procedural delay of ten minutes occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012257972); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012408656); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a male patient with severe aortic stenosis was scheduled to be treated with an evolut fx+ valve. During the procedure, the evolut fx+ valve was opened, inspected, and loaded into the dedicated delivery system. During a fluoroscopy check, an frame overlap of the valve was noted, reaching the 4th node. Prior to attempting implantation, a balloon valvuloplasty was performed using a 20mm cristal balloon. The valve showed infolding during the attempted implantation and was subsequently recaptured and removed from the patient's body. A new valve was opened and loaded with a new kit as per instructions for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.